Manufacturer narrative:
Concomitant medical products: model: w1dr01, s/n: (B)(4), implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.